Event description:
Per the clinic, the device was explanted on (B)(6) 2026 under general anaesthesia. The patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced magnet dislodgement during MRI procedure, reportedly due to the absence of a head wrap (specific date note reported). Explant and reimplantation is planned but has not taken place at the time of this report. Additional information has been requested but it has not been made available as of the date of this report.